Event description:
The patient involved underwent surgical repair of his atrial septal defect (asd) approximately 37 years ago; however, due to an enlarged right atrium and shortness of breath, a second asd repair was warranted. The asd measured 30mm via sizing balloon. Also, the posterior rim appeared deficient but the patient opted to proceed with the implant after being informed of the risks. A 32mm amplatzer septal occluder (aso) was implanted using a 12f amplatzer torqvue delivery system (dtv) sheath. Push-pull maneuvers verified the aso was stable and the aso was released. The patient experienced non-sustained ventricular tachycardia approximately 30 minutes later; a surface echocardiogram revealed the aso had embolized to the main pulmonary artery. An amplatz gooseneck was used to snare the embolized aso, however, the aso would not collapse inside the non-sjm sheath despite multiple attempts. The aso was moved to the ivc which resulted in the patient becoming bradycardic and hypotensive. Two larger non-sjm sheaths were attempted; however, neither could retract the aso. Also, the loop on the non-sjm snare broke off and was maintained under the aso in the inferior vena cava. The patient was referred for surgery where the aso and broken snare were retrieved. The patient was discharged three days later and will return for a surgical consult in the future.

Manufacturer narrative:
Sjm could not evaluate the product involved in this event since it was not returned to us. Also, the device's manufacturing records could not be reviewed since the lot number was not provided. However, each device is inspected by certified operators to ensure each lot is acceptable during manufacturing and prior to shipment. The results of this investigation are inconclusive because the device was not returned for analysis and medical records and images were not provided. The cause of the embolization remains unknown.